Event description:
It has been reported to philips that on (B)(6) 2022, a 73-year-old male patient was admitted to (B)(6) hospital to undergo a transcatheter aortic valve replacement (tavr). The preoperative diagnosis was acute on chronic diastolic heart failure, bioprosthetic aortic valve failure with severe aortic stenosis and paravalvular leak. The procedures (to be) performed included a bilateral ultrasound-guided arterial and right-sided venous access; bilateral iliofemoral angiographies, simultaneous lv and aortic pressure for aortic valve assessment. Prior to the completion of the tavr, a surgical drape was caught in the c-arm of the fluoroscope causing it to malfunction. It was reported that the malfunction caused the medical providers to lose visuals while they were in the patient¿s heart cavity and to abort the procedure. It was further reported that during the post operative period, the patient suffered acute ischemic stroke as a result of embolism secondary to attempted tavr. The report indicated that on (B)(6) 2022, the patient suffered a fatal cardiac arrest from ventricular tachycardia, which degenerated into ventricular fibrillation. Philips has initiated an investigation into this complaint.

Manufacturer narrative:
Philips initiated an investigation into this complaint. Good faith efforts were made to open communication for the purpose of obtaining detailed information; however, additional information was not provided by the customer. The hospital associated with this complaint owns multiple allura xper fd20 systems. As no additional information was provided by the customer regarding the alleged incident, philips is unable to determine which system was involved. Therefore, no further technical investigation could be performed. This report includes all currently available information. Given the absence of further data, no additional reports will be submitted unless new information becomes available.